Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer reported that arm 3 had more resistance than the other arms on axis one with side-to-side motion. The customer was continuing with the case and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the procedure was correct. The issue was identified prior to surgery. The customer was unable to confirm if ports had been placed. The system functionality was checked upon powering on the system and the system initially powered on without errors. The customer stated the arm still functioned properly, but it was hard to manually move. The surgeon continued use of the arm. The procedure was completed robotically with the four arms. There was no patient injury. Patient information was requested but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the reported issue ¿arm resistance when moving side to side was confirmed. The fse replaced the universal surgical manipulator (usm) to resolve the arm resistance issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis of the returned unit confirmed and replicated the customer reported complaint of ¿resistance when moving side to side¿. Unit was tested on an in-house system in normal mode and failed back drive test on yaw and pitch. Unit was also tested on a psc fixture test platform (pftp) were yaw and pitch was noisy during sine cycle. The motor rotors, harmonic drives and joint 3 bearings will be replaced as a fix. A review of the site¿s system logs showed no procedures were performed on (B)(4) on (B)(6) 2022. Image(s) and/or video clip(s) associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was in an unacceptable state after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced the usm to resolve the arm resistance issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to a procedure convert/abort and may lead to an injury due to the patient's inability to tolerate a convert/abort. If additional information becomes available a supplemental MDR will be submitted.